Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection revealed that the force sensing resistors (fsrs) were damaged. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be the damaged fsrs. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.